Event description:
The customer observed falsely elevated alinity I ca 19-9xr result for one patient. The result was not consistent with the patient¿s historical values. The sample was recentrifuged and repeated which generated lower results. It is unknown if the patient was diagnosed with pancreatic cancer. The following data was provided: initial result = 111.9 u/ml repeat results (post re-centrifugation) = 20.3u/ml and 20.5 u/ml. Patient¿s previous values: (B)(6) 2023 = 23.8 u/ml. (B)(6) 2023 = 26.8 u/ml. (B)(6) 2023 = 25.3 u/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause list number. The historical performance of the alinity I ca 19-9xr reagent lots was evaluated using field data from customers worldwide. The patient median result for all the alinity I ca 19-9xr reagent lots were within established control limits and confirms no systemic issues for this assay. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I ca 19-9xr assay, reagent lot unknown.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr result for one patient. The result was not consistent with the patient¿s historical values. The sample was recentrifuged and repeated which generated lower results. It is unknown if the patient was diagnosed with pancreatic cancer. The following data was provided: initial result = 111.9 u/ml. Repeat results (post re-centrifugation) = 20.3u/ml and 20.5 u/ml. Patient¿s previous values: (B)(6) 2023 = 23.8 u/ml, (B)(6) 2023 = 26.8 u/ml, (B)(6) 2023 = 25.3 u/ml . No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I ca 19-9xr, list number 08p32-20, that has a similar product distributed in the us, list number 8p32-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.